Event description:
It was reported that during an unknown procedure, the device did not work. It was replaced by another device. No patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the devices were returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the devices were non-functional. The devices will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. A solid tone was noted on device a and an error code 5 on device b during testing, confirming activation issues with the device. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade tested for scratches and crackes and the blade broke off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instrument insert states. "Avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.